Event description:
Customer reportedly obtained results of 191mg/dl, 184mg/dl, and 68mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Customer states two vials of the same lot were used to obtain results. No information given on when the vial was changed in the course of testing.